Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they had brain surgery on friday and all of a sudden their stimulator seemed like it was too high, so they turned it down yesterday. The patient stated when they woke up this morning it was starting to hurt, so they wanted to raise it but they kept getting a message that they had never gotten before: no settings available, cannot provide desired intensity settings. The agent reviewed settings not available. The patient was redirected to their healthcare provider to further address the issue.